Manufacturer narrative:
The device was returned to the manufacturer for evaluation. No findings related to manufacturing. Bendit believed it had successfully initiated a web trader account and completed submitting all requisite test data prior to timely filing this 3500a. Unfortunately, the company recently recognized that this was not the case. As a result, this event is being filed retrospectively.

Event description:
Patient with a giant cavernous sinus aneurysm. Radial access with the bendit21 microcatheter was employed to reach the aneurysm. During the access attempt, the catheter broke and while removing a distal section of the catheter remained within the forearm and was removed using a snare. The bendit21 microcatheter is intended for femoral access, the risk profile of using the device in radial access is not known. The physician transferred to femoral access and used a second bendit21 catheter which succeeded to obtain access to the aneurysm and enable further treatment of the patient.